Event description:
It was reported the bronchofibervideoscope exhibited black spots on the camera, which led to an inability to visualize the picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the observed malfunction was attributed to breakages of the image guide bundle fibers. It is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.